Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that an electronic registration was received which showed the implant of a new system on (B)(6) 2021. The representative verified that the existing system set was removed after having an infection and replaced on (B)(6) 2021. There were no device issues or further patient complications reported at this time.